Event description:
It was reported that the act button is sticking. The backlight does not always work. The blood glucose reading is 119 mg/dl. The numbers are ramping up on their own. Customer stated that the insulin pump overdelivered insulin and she fainted at work. A co-worker gave her some glucagon. Customer was not taken to the hospital. Customer stated that the numbers might have gone up without her noticing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.